Manufacturer narrative:
The employee immediately rinsed off her hand and arm with water and returned to work. She later experienced a minor burning sensation, and consulted a doctor at the facility. No medical treatment was administered. Steris quality personnel interviewed the employee subject of the event and identified, that the facility employee was not inserting the s40 cup properly into the system 1e processor. Section 3 of the operating manual describes the proper way to insert the s40 cup into the system 1e processor. The employee stated she was wearing gloves but no additional ppe. The operator manual states on page 1-3 "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Steris quality instructed the employee subject of the reported event the correct way to insert a cup of s40 into system 1e, and the correct type of ppe to wear when handling s40. Steris offered in service training to the user facility however the offer was declined.

Event description:
The user facility reported that an employee obtained a burn after s40 sterilant contacted her hand and arm.

Manufacturer narrative:
The subject report, 9680353-2016-00033, was filed under the incorrect report number. The report has be re-filed under 3003950207-2016-00004.